Event description:
The complaint is reported as: the tip of the catheter was damaged and could not enter the blood vessel during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied photos showing a used dilator and a lidstock. Visual analysis revealed that the dilator was crushed at the tip. The damage appears consistent with adverse events during insertion; however, the root cause cannot be officially confirmed without the actual complaint sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not leave dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation". The report that the dilator tip was damaged was confirmed through analysis of the customer supplied photos. The images showed that dilator tip was crushed and frayed; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the damage to the dilator tip could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the tip of the catheter was damaged and could not enter the blood vessel during use on the patient. No patient harm was reported. The patient's condition is reported as fine.